Event description:
Using wang needle for tissue sample. After a couple attempts, another needle was requested. During an attempt to place second needle, a piece was visualized resembling a metal band. After exam of wang needle, it was determined the wang had broken. Piece was retrieved through suction.